Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery became hot to touch. Reportedly, there were no alarms logged on the pump. When the pump was hot to touch, the customer's blood glucose (bg) level was 230 mg/dl. The customer stated that when the case was taken off the pump, the pump was no longer hot to touch. Reportedly, the customer was given a correction bolus and bg level did not lower back to target range. The contact stated that as the customer delivered correction boluses through out the night, the customer did not allow the pump to do a reverse correction bolus when requesting insulin and would deliver the full amount of insulin requested. Reportedly, after the customer changed supplies, bg level went down to 50 mg/dl. Customer addressed impacted bg level with glucose tablets and ate carbohydrates. The contact believed that the low bg level of 50 mg/dl was a result of the customer delivering too much insulin to correct bg level of 230 mg/dl.